Event description:
It was reported that the touchscreen of the pump was unresponsive, resulting in the screen being frozen and the customer being unable to interact with it. The customer's blood glucose level was reported as 6.1 mmol/l, which is within the normal range. Technical support provided complete pump reset information, and the customer successfully reset the pump, regaining the ability to interact with the screen.